Manufacturer narrative:
(B)(4). Additional 510k number: k072642.

Event description:
It was reported that the abutment screw (ilrghg) loosened.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain® gold-tite® large hexed screw (ilrghg) was returned for investigation. Visual inspection of the as returned product identified no significant signs of wear, damage, or deformation. Appropriate documentation was reviewed and the following information was identified: documents reviewed: surgical manual: tapered & parallel walled implants instsm rev h 08/18. Information identified: applicable information can be found in the torque matrix - internal connection section. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. Complaint reported screw loosening. The reported event is non-verifiable based on the investigation of the available information and returned products. Based on the evaluation, the device malfunction could not be verified. A root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain® gold-tite® large hexed screw (ilrghg) was returned for investigation. Visual inspection of the as returned product identified a fracture splitting the screw, but no other signs of damage or deformation. Appropriate documentation was reviewed and the following information was identified: documents reviewed: surgical manual: tapered & parallel walled implants instsm rev h 08/18. Information identified: applicable information can be found in the torque matrix - internal connection section. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. Complaint reported screw loosening. The reported event is non-verifiable based on the investigation of the available information and returned products. Based on the evaluation, the device malfunction could not be verified, though an un-reported fracture was noted on one of the returned screws. A root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI: (B)(4).

Event description:
No further event information is available at the time of this report.